Event description:
Catheter itself had broken at its entrance into the port. There was a fragment of a port catheter still attached to the port itself. Fluoroscopy was done and it appears as though it was in the superior vena cava, but irretrievable. Had to be retrieved by interventional radiology the following day.